Event description:
Hosp advised that channel c was set to infuse morphine at a rate of 3 ml/hr. Nursing observed that the rate had changed to 35 ml/hr. This was after the nurse had made a change to the vtbi on channel d. There was no pt consequence.